Event description:
Patient reported they were excited to have the pump implanted to reduce their pain. Per patient, success, however, was variable and required more than routine adjustments to be effective. A pump dye test was done, but the system passed with difficulty. In (B)(6) of 2010, after constant monitoring of symptoms of over and under dosing, it became evident that the pump had completely failed and needed to be removed. The entire pump system was replaced with a larger pump reservoir. The patient experienced several time periods in their treatment when they felt significant reduction of pain without symptoms of morphine overdose. However, they indicated they were constantly plagued with symptoms of drug over and underdose for at least four years and never understood when or why it would happen. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), product type catheter. (B)(4).